Event description:
It was reported that the patient underwent a gynecological procedure and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Additional narrative: it was reported that the patient underwent a gynecological surgical procedure on(B)(6) 2003 and mesh was implanted.

Manufacturer narrative:
It was reported that following insertion the patient experienced pain, erosion, urinary/bowel problems, bleeding, dyspareunia, and vaginal scarring. It was reported that the patient underwent mesh excision of vaginal sling on (B)(6) 2011 due to erosion. (B)(4).

Manufacturer narrative:
.